Event description:
Physician reported, right side implant rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, broken the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side implant rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as fold flaw opening. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20dec2023.

Event description:
Physician reported right side implant rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported right side implant rupture. Device has been explanted and replaced with non-allergan brand.